Event description:
It has been reported that one bd vacutainer® eclipse¿ blood collection needle has been found with the hub separating from the device before use. The following has been provided by the initial reporter: needle and hub was fall off.

Manufacturer narrative:
Investigation: bd received samples and photos from the customer facility for investigation. The photos and samples were evaluated and hub/collar separation was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one bd vacutainer® eclipse¿ blood collection needle has been found with the hub separating from the device before use. The following has been provided by the initial reporter: needle and hub was fall off.